Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services found that the monitor displayed images as expected. The monitor was returned to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, the "video 1, no signal" error message was displayed on the monitor. A delay in the procedure of unknown duration occurred as a replacement gvl-2000 was obtained. No harm to patient or user was reported.